Manufacturer narrative:
Device evaluation indicated that the ipg passed visual tests performed. The possibility that electrical leakage could cause pain at the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. It was determined the analog integrated circuit was damaged during the explant procedure. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. Prior the procedure, device was charging and discharging normally. The analog integrated circuit damage resulted in rapid battery depletion and consequent difficulty charging the ipg. Root cause of the analog integrated circuit damage could not be determined.

Event description:
A report was received that the patient was experiencing a burning sensation at the pocket site. An x-ray was taken and showed multiple loops of lead around the ipg. The physician also observed a scar neuroma at the midline incision site. The physician gave the patient local anesthesia but it did not resolve the symptom. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing a burning sensation at the pocket site. An x-ray was taken and showed multiple loops of lead around the ipg. The physician also observed a scar neuroma at the midline incision site. The physician gave the patient local anesthesia but it did not resolve the symptom. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing a burning sensation at the pocket site. An x-ray was taken and showed multiple loops of lead around the ipg. The physician also observed a scar neuroma at the midline incision site. The physician gave the patient local anesthesia but it did not resolve the symptom. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The physician cannot confirm if there was anything wrong with the ipg since the patient had a previous car accident. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing a burning sensation at the pocket site. X-ray was taken and showed multiple loops of lead around the ipg. The physician gave the patient local anesthesia but it did not resolve the symptom. The patient will undergo a revision procedure.